Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure. Prior to use, the omniwire was flushed, then shaped with the introducer tool, as usual. During use, resistance was noted near the subclavian, and the omniwire buckled and would not advance further. The omniwire was withdrawn from the non-philips watchdog hemostasis valve, when a yellow plastic string like material appeared to have been stripped off. Upon removal of the guide catheter from the patient, no kinks, thrombus, or residual material was observed. The procedure was completed with a j wire with no patient injury reported. During the device evaluation, missing material from the core wire was observed. This product problem is being submitted due to missing material. There is potential for harm if it were to recur.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b5 & g3: although the reported event stated that material appeared to have been stripped off, this was not confirmed until the device evaluation performed on 09oct2025. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the omniwire was returned for evaluation. Visual inspection found a bent and stretched distal coil. Additionally, the composite core was bent, and a portion of the composite core was peeled with missing material observed. During the guide wire bend test, no resistance was noted when rotating, advancing, or retracting the omniwire. Block h6: the probable cause of the missing material is likely due to rough handling or manipulation of the device during use. Manipulation and strain can damage internal components and result in the reported failure. The probable cause of the guidewire movement issue could not be determined since it passed the bend test. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.